Event description:
During the routine follow-up of the device involved in this report, the physician observed that av delay values have been reprogrammed automatically part to values programmed at device implantation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Analysis of the files provided revealed that the reported event resulted from an anomaly in the device embedded software. Dplus pacing mode can be activated under specific conditions, resulting in automatic av delay reprogramming (which is in accordance with dplus specs). The conditions to encounter this anomaly depend on device operations and pt physiology (for instance, the most frequent condition is 2 consecutive cycles with a p wave detected in the warad). This can occur on reply (2nd generation (B)(4) and esprit models, in dual chamber modes. As a consequence, depending on pt physiology (av conduction interval), the av delay will be reprogrammed automatically; however, pacing will be delivered when needed. Therefore, there is no pt safety issue. This behaviour will be corrected in the next version of the embedded software. The availability of this version depends on regulatory approvals in concerned countries (B)(4).